Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the lv lead replacement procedure, the lead could not be replaced due to abnormal occlusion of the subclavian vein and abnormal structure. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. The lead remains in use. No patient complications have been reported as a result of this event.